Event description:
Caller indicated the easypro meter was giving variable results. Customer took back to back readings and received the following readings 240, 162 on one occasion and 213, 148 and 29 on another occasion.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.